Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg is nearing possible end of life. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates that surgical intervention took place in where the ipg was explanted and replaced. Therapy restored. Related manufacturer reference number: 3006705815-2023-00186.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.